Manufacturer narrative:
Updated fields- b4, g1(contact person-mfg site), g3, g6, h2, h3, h6 codes (investigation types, findings, conclusion), h11.

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, e2 , e3 g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions,component code), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse replaced cable,lower lcd input (d012-00-1807), touchscreen assy (d160-00-0123) to resolve the issue. After the replacement, various operational checks were performed and it was confirmed that the display was normal.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had an lower display (touch panel) display failure. The display on the lower display became distorted during clinical use. There was no patient harm or injury reported.

Manufacturer narrative:
Due to character limitation in e1 for event site name, the full event site name is kobe city medical center central municipal hospital due to character limitation in e1 for event site address, the full event site address is (B)(6). A supplemental report will be submitted upon completion of our investigation.